Event description:
It was reported that prior to starting a davinci si surgical procedure, it was noted broken wires on the mega needle driver instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the instrument was returned with a broken grip cable. The broken cable section sticks out at the wrist. The idler pulley face also exhibited damage. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.